Manufacturer narrative:
The screws were discarded by the customer and are not available for analysis. Reviews of the device history records cannot be performed as the lot codes are unknown. Reviews of product complaints found no emerging trend, without product samples, we are unable to confirm the reported issue or identify the root cause. In the absence of a product samples, lot numbers, or an emerging trend, this complaint will be closed with no further action required. Devices discarded by customer.

Event description:
Patient had prior back surgeries and had severe pain. Re-fusion was performed on (B)(6) 2013 removing implants at th 12 and l1 and extending the fusion to th7. Four polyaxial screws that were removed from th12 and cd l1 were found to have totally loosened. The screws were discarded by the customer. This medwatch report is being filed for the four expedium polyaxial screws that had loosened. All are catalog number 179712540, lot numbers are unknown. See mfg medwatch report no's. 1526439-2013-17563, 1526439-2013-17565, 1526439-2013-17566 for a more recent event involving this same patient.